Event description:
It was reported that the external pulse generator (epg) would suddenly turn itself down multiple times. There was no patient involved.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.